Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.

Event description:
A distributor received information from a pharmacist that a pump was hooked up yesterday afternoon, a new battery was placed in the pump and when the patient left the infusion center the pump was running. The patient returned to the clinic on (B)(6) 2023, the medication bag was full, and the pump was off. The patient stated he did not realize the pump was off. The nurses attempted to restart the pump however the pump kept turning off. A good faith effort for additional information from the reporter, on 4/14/2023, indicated that the total volume to be infused was 1100mls, which the reporter indicated was the volume remaining when the patient returned to the clinic. The reporter also indicated a fanny pack was being used as the 1-liter bag was too large to fit in the hard shell, there was no physical damage or kinks, occlusions, or visible tubing defects. The patient was disconnected from the pump and a new pump was hooked up, the reporter indicated a 24-hour delay. The reporter submitted pictures indicating the battery was full and the total volume infused was 0. This pump is an epoch pump. The pump will be returned. Patient involved. There was no report of harm to a patient. No further details were provided.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint history review performed from 01 jan 2021 to 05 july 2023. No previous complaints on this device. The event log for nimbus ii plus, serial number (B)(6) was reviewed, and it was discovered that the event log did not capture the infusion complete alert. Then the test was performed on the nimbus ii plus, serial number (B)(6), where the pump flow rate accuracy was not per the acceptable limit. The reported complaint was confirmed in the event log, but it was repeated in the performance test. The pump operates outside of specification and does not meet the acceptance criteria. This issue is being investigated under CAPA # it2022-06.